Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker recorded high, out-of-range pacing impedance measurements on the right atrial (ra) lead, triggering the lead safety switch (lss) and reverting the pacing and sensing configuration to unipolar. After the first occurrence, the patient was seen in the clinic and the configuration was reprogrammed back to bipolar, and the patient was enrolled in the remote monitoring system. Now, an alert was issued for the second lss occurrence. At this time, the physician planned to watch the pacing and sensing in the unipolar configuration in the remote monitoring system, with the consideration to bring the patient into the clinic for reprogramming if any issues present. No adverse patient effects were reported. The device and lead remain implanted and in service.